Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The issue was caused by a faulty light-emitting diode (led) unit and a damaged connection cable. In addition, the output connector had broken from excessive stress and could not be connected to the output socket. Furthermore, there were damages on the power switch, video connector socket, and the lamp harness (deteriorated). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the image on the video system center was flickering with increasing intensity. There were no reports of patient harm associated with this event. Upon evaluation of the returned the device, the device was found to have a broken output connector and a light-emitting-diode (led) that was blinking because of poor electrical contacts. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lamp flickered due to poor contact of the led unit. Additionally, it¿s likely the output connector could not be connected properly due to the damaged connector. A final root cause of these events were unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information which confirmed the flickering image began occurring in the summer of 2022 during endoscopy examinations. Olympus sent a technician to inspect and clean the device. The customer inspected all cv-170 devices and noted that the subject device had a flickering image and it was damaged. The subject device was returned to olympus for inspection. Additionally, the customer reported that the subject device was inspected prior to use of diagnostic and therapeutic gastroscopy and colonoscopy procedures. The procedures were completed successfully with olympus equipment. There was no significant delay to the procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
Corrected data: type of investigation code "4110" was inadvertently omitted from section h6 on the previous follow-up report.